Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the surgeon was performing a conventional infinity total ankle replacement went that wrong. After initial sizing and checking, the cuts were made. Then the cuts looked different from what we sized so we went back to check the sizing again and then the sizing was completely different from the previous pictures and the cuts were too wrong so we couldn¿t proceed with an infinity procedure. The patient was closed up and a week later they went in for a ankle arthrodesis.

Manufacturer narrative:
Correction d9/h3 product return, h3 reason for no evaluation. The complaint could be confirmed, since the returned image for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: I do not think there is a mismatch between the size of the cutting block and the bone resections. The x-rays are however suggesting that the initial rotation of the first jig was not made in the optimal rotational position, and/or that the tibial cut guide unintendedly guide shifted a bit laterally. The x-rays suggest that unintendedly the lateral cut on the tibial side was made a bit further laterally than usual, ending up in the syndesmotic tibial gutter. This can explain the experienced mismatch between the size of the cutting block and the size of the tibial area that was experienced after bone resection. This seems to be supported by the fact that the cement spacer has no support on the lateral tibial side. The whole-leg x-rays support the above suggestions, looking at the projections of the pin holes, both in the proximal and the distal tibia. See the position of the holes lateral to the mechanical axis in the attached file. To either confirm or reject this hypothesis, a CT-scan to assess the tibial torsion and to assess the exact place of the bone cuts will give the necessary information. No irregularities could be found in relation to any instrument. No irregularities could be found in relation to any implant, as there was no device implanted in this case. No other irregularities could be found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device not returned.

Event description:
It was reported that the surgeon was performing a conventional infinity total ankle replacement went that wrong. After initial sizing and checking, the cuts were made. Then the cuts looked different from what we sized so we went back to check the sizing again and then the sizing was completely different from the previous pictures and the cuts were too wrong so we couldn't proceed with an infinity procedure. The patient was closed up and a week later they went in for a ankle arthrodesis.